Manufacturer narrative:
An additional lot number was reported (lot # m018882). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 300s mg/dl and insulin injections were administered to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.

Event description:
The customer reported ongoing multiple, intermittent occlusion alarms approximately every 2.5-3 days; however, there has been no recent alarms. There was no reported impact to the customer's blood glucose level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.